Event description:
Health care professional (hcp) reported patient (pt.) Receiving hemodialysis on the sps 550 device when 2 1/2 hours into a 3 hour treatment pt was found to be unresponsive with irregular respirations, no blood pressure (bp) or pulse. Pt was pale and cyanotic. Thirty minutes prior hcp charted pt was responsive. Venous needle was found to be completely out of access and arterial needle was partially out. Hcp attempted to start IV in the venous access and site was infiltrated. The venous infiltration was undetermined to be during hemodialysis or during the IV attempt. Oxygen was administered via nasal cannula. Pt was placed in trendelenburg position and hcp was unable to get a bp or pulse. Pt was then placed on the floor and CPR was initiated. 911 was called and ems and police responded to call. Pt was transported via ems to a hospital where pt was pronounced dead. Estimated blood loss was 500-600cc. Hcp could not provide medical intervention administered at the hospital emergency room.